Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke during a craniotomy. It was also reported that the doctor left the piece inside the patient. It was further reported that there was no medical intervention as a result of this event. It was also reported that the procedure was completed successfully with a spare bur. No further information was provided.

Manufacturer narrative:
Investigation results indicate that the most likely cause of breakage is localised excessive force applied near the tip of the router. The associated devices IFU for use with this device contains the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory" the quality investigation is complete.

Event description:
It was reported that the bur broke during a craniotomy. It was also reported that the doctor left the piece inside the patient. It was further reported that there was no medical intervention as a result of this event. It was also reported that the procedure was completed successfully with a spare bur. No further information was provided.